Event description:
Subsequent to the previously filed medwatch, return device analysis revealed that the stent implant was not returned. The inner member jacket and inner member were separated at the distal end of the ratchet stem. The fracture face was jagged. The separated portion, including the tip, was not returned. The site confirmed there was a distal separation and the distal tip/stent/portion occurred due to the force applied/resistance during removal. The separated distal tip/stent/portion was able to be pulled back into the introducer sheath and removed from the anatomy without intervention. The distal tip/stent/portion was discarded. The site indicated that there was no consequence to the patient as the separated distal tip/stent/portion was retrieved in the sheath from the patient anatomy. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery. A 4.0x80 mm supera self-expanding stent system (sess) was advanced toward the target lesion, and while the stent was being deployed the system stopped deploying after 2 or 3 cm of stent deployment. The sess was removed and resistance was felt during removal. Upon removal it was noted that the distal part of the stent was visible at the lateral side of the shaft (the grey part). A non-abbott stent was implanted to treat the target lesion. There was no adverse patient effect.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported deployment failure could not be confirmed as the stent was no longer sheathed and not returned. The tip detachment was confirmed. The difficulty removing could not be confirmed as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.